Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to a loose heater bag connection and thus air was sucked into set. Although it is not clear from the complaint the cause of the loose connection, the complaint is potentially related to the patient not connecting the bag securely. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 alarm (indicating air in set) on the homechoice (hc) device during fill 5. The patient was connected to the device at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines. Nothing unusual was noted about the supplies. The patient was advised to start over with new supplies or do a manual drain. The sample is not available and the lot number is unknown. No clinical consequences for the patient have been reported.